Manufacturer narrative:
The investigation determined higher and lower than expected vitros phyt quality control results were obtained from three different quality control fluids on a vitros 4600 chemistry system. The most likely assignable cause is instrument related, as the daily phyt quality control results did not meet expectations for precision before service actions. After service actions were completed, the phyt within-run precision test was within ortho guidelines and the daily phyt quality control results did meet expectations, indicating the service actions resolved the issue. A reagent issue can be ruled out as a contributing factor, since the post-service daily phyt quality control performance, meets expectations.

Event description:
A customer observed higher and lower than expected vitros phyt quality control results obtained from three different non-vitros biorad controls on a vitros 4600 chemistry system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Although no patient samples were questioned during the timeframe of the event, it cannot be concluded that patient sample results were not and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).